Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had three promus stents implanted on (B)(6) 2011. The patient died on (B)(6) 2012. The cause of death was not provided. The patient was lost to study follow-up and vital status was obtained from public records; therefore, no information is available about the circumstances regarding the death. No additional information was provided.